Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 403 mg/dl. The customer was treated with manual injection. Customer's current blood glucose is 85 mg/dl. Customer reported that insulin pump had insulin flow block alarm. Troubleshooting was performed for insulin flow block alarm. Customer was reporting past event. Customer stated that event was resolved by changing infusion set. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.